Event description:
The customer observed a falsely elevated lactate dehydrogenase2 result generated on an alinity c processing module. Results provided: sid: (B)(6). (B)(6) 2022 initial result = 680 u/l, repeat results = 197 u/l, (ac03235) 186 u/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated lactate dehydrogenase2 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 39506ud00 did not identify any non-conformances or deviations. In-house accuracy testing was completed with complaint lot number 39506ud00. The testing results met acceptance criteria and the product is performing as expected. Based on the investigation, no systemic issue or deficiency with the lactate dehydrogenase2 assay for lot 39506ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated lactate dehydrogenase2 results generated on an alinity c processing module. Results provided: sid: (B)(6) 28.09.2022 initial result = 680 u/l, repeat results = (ac03235) 197 u/l, 186 u/l no impact to patient management was reported.